Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil went into fallopian tube."), device breakage ("device breakage"), pelvic pain ("pelvic pain/ pain") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yasmin. Concurrent conditions included dysuria, pollakiuria, nausea, cystitis, uterine leiomyoma, malaise, fatigue, nocturia, urgency urination and flank pain. Concomitant products included bactrim (trimetoprim + sulfametoxazol), ceftriaxone (rocephin), ketorolac tromethamine (toradol) and nitrofurantoin (macrobid). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, 20 days after insertion of essure, the patient experienced the first episode of urinary tract infection ("uti"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the second episode of urinary tract infection ("uti kidney"), back pain ("low back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy with bilateral salpingectomy and dilation and curettage), surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and device breakage outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, the last episode of urinary tract infection, depression, anxiety, weight increased, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: current weight: 174 lbs. Left essure placed without difficulty, 3 coils left. Right placed with great difficulty, no coils seen. Operative grasper used to remove wispy tissue. Unable to visualize coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Computerised tomogram - on (B)(6) 2010: complex right adnexal mass and simple cyst on left. Ultrasound pelvis - on (B)(6) 2010: multiple uterine fibroids, larges 2.4 cm . Urinary system x-ray - on (B)(6) 2010: essure with wire devices overlying the pelvis on (B)(6) 2013 pathology test revealed, 1. Endometrial curettings. 2. Right fallopian tube and essure device. 3. Left fallopian tube and essure device. Pathologic diagnosis: endometrial curettings: complex endometrial hyperplasia.. There is no evidence of atypical endometrial hyperplasia or endometrial adenocarcinoma. Right and left fallopian tubes: no significant histopathologic changes.. Both fallopian tube segments appear completely transected. On (B)(6) 2010 hysterosalpingogram revealed, right essure tube appears to be placed distal in the right fallopian tube and appears fragmented. However, there is not tubal opacification identified. Left essure device is in excellent position and there is no opacification on the left. (Per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, pelvic pain, back pain, abdominal pain, menorrhagia, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil went into fallopian tube."), device breakage ("device breakage"), pelvic pain ("pelvic pain/ pain") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yasmin. Concurrent conditions included dysuria, pollakiuria, nausea, cystitis, uterine leiomyoma, malaise, fatigue, nocturia, urgency urination and flank pain. Concomitant products included bactrim (trimetoprim + sulfametoxazol), ceftriaxone (rocephin), ketorolac tromethamine (toradol) and nitrofurantoin (macrobid). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, 20 days after insertion of essure, the patient experienced urinary tract infection ("uti"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), renal disorder ("uti kidney"), back pain ("low back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy with bilateral salpingectomy and dilation and curettage), surgery (hysteroscopy with bilateral salpingectomy and dilation and curettage), surgery (underwent a bilateral salpingectomy, hysteroscopy, and a dilation and curettage) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and device breakage outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, renal disorder, depression, urinary tract infection, anxiety, weight increased, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, renal disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 174 lbs . Left essure placed without difficulty, 3 coils left. Right placed with great difficulty, no coils seen. Operative grasper used to remove wispy tissue. Unable to visualize coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Computerised tomogram - on (B)(6) 2010: complex right adnexal mass and simple cyst on left ultrasound pelvis - on (B)(6) 2010: multiple uterine fibroids, larges 2.4 cm . Urinary system x-ray - on (B)(6) 2010: essure with wire devices overlying the pelvis on (B)(6) 2013 pathology test revealed, 1. Endometrial curettings. 2. Right fallopian tube and essure device. 3. Left fallopian tube and essure device. Pathologic diagnosis: endometrial curettings: complex endometrial hyperplasia.. There is no evidence of atypical endometrial hyperplasia or endometrial adenocarcinoma. Right and left fallopian tubes: no significant histopathologic changes.. Both fallopian tube segments appear completely transected. On (B)(6) 2010 hysterosalpingogram revealed, right essure tube appears to be placed distal in the right fallopian tube and appears fragmented. However, there is not tubal opacification identified. Left essure device is in excellent position and there is no opacification on the left. (Per mr) . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection,pelvic pain,back pain,abdominal pain, menorrhagia,anxiety . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events: abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea, dyspareunia, infection (uti ¿ kidney), pain, psychological/psychiatric problems (depression and mental anguish), salpingectomy (bilateral), weight gain were added. Concomitant disease, concomitant drugs, lab data, historical condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil went into fallopian tube."), device breakage ("device breakage"), pelvic pain ("pelvic pain/ pain") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yasmin. Concurrent conditions included dysuria, pollakiuria, nausea, cystitis, uterine leiomyoma, malaise, fatigue, nocturia, urgency urination and flank pain. Concomitant products included bactrim (trimetoprim + sulfametoxazol), ceftriaxone (rocephin), ketorolac tromethamine (toradol), nitrofurantoin (macrobid) and paracetamol (acetaminophen) (B)(6) 2009 to april 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 18 days after insertion of essure, the patient experienced urinary tract infection ("uti kidney"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("low back pain") and anaemia ("blood or heart disorder/condition type: anemia,"). The patient was treated with surgery (underwent a bilateral salpingectomy, hysteroscopy), surgery (underwent a bilateral salpingectomy, hysteroscopy), surgery (underwent a bilateral salpingectomy, hysteroscopy) and surgery (ablation (B)(6) 2013 and dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, bladder disorder, urinary tract disorder, anaemia and fatigue outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, depression, anxiety, weight increased, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 174 lbs left essure placed without difficulty, 3 coils left. Right placed with great difficulty, no coils seen. Operative grasper used to remove wispy tissue. Unable to visualize coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Computerised tomogram - on (B)(6) 2010: complex right adnexal mass and simple cyst on left ultrasound pelvis - on (B)(6) 2010: multiple uterine fibroids, large's 2.4 cm . Urinary system x-ray - on (B)(6) 2010: essure with wire devices overlying the pelvis on30-(B)(6) 2013 pathology test revealed, 1. Endometrial curettings. 2. Right fallopian tube and essure device. 3. Left fallopian tube and essure device. Pathologic diagnosis: endometrial curettings: complex endometrial hyperplasia.. There is no evidence of atypical endometrial hyperplasia or endometrial adenocarcinoma. Right and left fallopian tubes: no significant histopathologic changes.. Both fallopian tube segments appear completely transected. On (B)(6) 2010 hysterosalpingogram revealed, right essure tube appears to be placed distal in the right fallopian tube and appears fragmented. However, there is not tubal opacification identified. Left essure device is in excellent position and there is no opacification on the left. (Per mr) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection,pelvic pain,back pain,abdominal pain, menorrhagia,anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-sep-2018: new pfs receive- new events added: anemia, bladder disorder fatigue and urinary tract disorder were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a bilateral salpingectomy, hysteroscopy, and a dilation and curettage). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil went into fallopian tube.'), device breakage ('device breakage'), pelvic pain ('pelvic pain/ pain') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yasmin. Concurrent conditions included dysuria, pollakiuria, nausea, cystitis, uterine leiomyoma, malaise, fatigue, nocturia, urgency urination and flank pain. Concomitant products included ceftriaxone (rocephin), ketorolac tromethamine (toradol), nitrofurantoin (macrobid), paracetamol (acetaminophen) (B)(6) 2009 to (B)(6) 2013 and sulfamethoxazole;trimethoprim (trimetoprim + sulfametoxazol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced urinary tract infection ("uti kidney"), 18 days after insertion of essure. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disoeder"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("low back pain") and anaemia ("blood or heart disorder/condition type: anemia,"). The patient was treated with surgery (ablation (B)(6) 2013 and dilation and curettage and underwent a bilateral salpingectomy, hysteroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, anaemia and fatigue outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, depression, anxiety, weight increased, back pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 174 lbs left essure placed without difficulty, 3 coils left. Right placed with great difficulty, no coils seen. Operative grasper used to remove wispy tissue. Unable to visualize coil. Discrepancy noted in essure removal date: (B)(6) 2013. Patient received treatment for pain, bleeding, breakage/expulsion and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Computerised tomogram - on (B)(6) 2010: results: complex right adnexal mass and simple cyst on left. Ultrasound pelvis - on (B)(6) 2010: results: multiple uterine fibroids, larges 2.4 cm .. Urinary system x-ray - on (B)(6) 2010: results: essure with wire devices overlying the pelvis. On (B)(6) 2013 pathology test revealed, 1. Endometrial curettings. 2. Right fallopian tube and essure device. 3. Left fallopian tube and essure device. Pathologic diagnosis: endometrial curettings: complex endometrial hyperplasia.. There is no evidence of atypical endometrial hyperplasia or endometrial adenocarcinoma. Right and left fallopian tubes: no significant histopathologic changes.. Both fallopian tube segments appear completely transected. On (B)(6) 2010 hysterosalpingogram revealed, right essure tube appears to be placed distal in the right fallopian tube and appears fragmented. However, there is not tubal opacification identified. Left essure device is in excellent position and there is no opacification on the left. (Per mr) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection,pelvic pain,back pain,abdominal pain, menorrhagia,anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events bladder problems and urinary tract disorder was updated to recovered/resolved. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.